Event description:
It was reported that the right ventricular (rv) lead had an increase in superior vena cava (svc) coil impedance. The svc portion of the lead was programmed off and the rest of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly high voltage lead impedance trend data shows an abrupt increase for max superior vena cava (svc) defib impedance = 56 to 198 ohms peak between (B)(6) 2012 and (B)(6) 2012.